Manufacturer narrative:
(B)(4). Neither data nor the complaint device was returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it should be noted that diabetes mellitus is a known cause of loss of consciousness and hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient was found unresponsive by her boyfriend, who checked her cgm device. Cgm device was reading 55mg/dl but a blood glucose (bg) meter was not used to verify the cgm value. The patient's boyfriend was unable to raise the patient's bg level quickly enough and called 911. The paramedics administered the patient an IV at her home and suggested she go to the hospital. At the hospital the patient had her blood glucose tested and her bg value was 45mg/dl. Patient was sent home from the hospital after her blood glucose stabilized. At the time of contact, the patient was fine and no further medical intervention was reported.